Event description:
It was reported that the patient had an early lead pull due to bleeding. The patient was sent to emergency room for a full work up and revealed no spinal issues present. The bleeding stopped, and patient made a full recovery. Additional information was received that the removed leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7222765.

Event description:
It was reported that the patient had an early lead pull due to bleeding. The patient was sent to emergency room for a full work up, and revealed no spinal issues present. The bleeding stopped, and patient made a full recovery.